Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis four times in a 5-month period. During intake, the pdrn cited the patients¿ work schedule and noncompliance (specifics not provided) as the root cause of the multiple peritonitis events. Subsequent attempts to obtain additional clinical information (e.g. Patient demographics, organism, hospital records, medications) were unsuccessful.